Manufacturer narrative:
(B) (4). Physio-control evaluated the removed therapy cable assembly and verified the reported failure. The cause of the reported problem was an internal short between sockets 1,9,10,6,11, and 12 at the device's connector end. The customer received a replacement therapy cable.

Event description:
During the incoming inspection of the new device, the customer's biomed observed that the unit would not recognize the quick combo therapy cable. There was no patient use associated with the reported failure. The customer's biomed substituted another cable and the device functioned properly. The removed therapy cable assembly was returned to physio-control for evaluation.